Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported a blood glucose result of "321mg/dl" with the subject meter and did not specify results obtained on a laboratory device, performed within an unspecified time of each other. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). The patient stated she constantly receives high results due to her "thalsemia minor, polythalsemia, microcidic-anemia." The patient stated she increased her insulin dose based on the results obtained from the subject meter. Within hours after the alleged issue, the patient claimed she felt low blood glucose symptoms of shakes, dizzy and faints. Sometime in (B)(6) 2010, the patient stated emergency medical services (ems) was contacted. The patient obtained a blood glucose result of "310 mg/dl" on the ems device. The patient stated she feels her photometric device (such as the onetouch basic meter) provides her with a true blood glucose result due to her medical condition. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The cca was unable to walk the patient through a control solution test. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.